Manufacturer narrative:
The returned device was evaluated and investigation results did not find a bent soft cannula; however, a tear in the exposed portion of the soft cannula was found. Upon rotation of the ratchet gear, fluid was observed exiting the tear causing a leak along the fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown. In addition, inspection of the needle mechanism found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula and unsure properly inserted or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose.   Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 265 mg/dl, after wearing the pod for less than an hour. The patient reported being unsure the cannula was properly seated in the infusion site. Upon removing the pod the patient reported the cannula was bent.